Event description:
It was reported that the guide wire was used during a ptca/stent procedure on a rca (right coronary artery). The wire was removed in a damaged state and returned. Reportedly no pt injury occurred. This is being filed based on the investigation findings. No further info was available.